Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported during lap cholecystectomy procedure that the clips were not advancing. Took new instrument to complete the case. No further information is available. There was no adverse patient consequence.